Event description:
In (B)(6) 2015, the patient had dizziness and violent vomiting. He was sent to the ER (emergency room). Since then, he had had a lot of bowel problems, constipation, and stomach swelling. The patient had just gotten home from the hospital on the date of this report. The patient¿s body was tingly and he had a weird taste in his mouth. The patient was wondering if ¿the tubing could have been dislodged and gone into his bowel¿. The patient had called his hcp (healthcare professional) and was waiting for a call back. The device system was delivering morphine (10 mg/ml at 2.101 mg/day). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).